Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, it was noted a partial programming event occurred on (B)(6) 2008 which set the output current to 0ma and the off time to 60 minutes. There was no final interrogation to verify the settings were as intended. The settings were corrected on or before the next interrogation date of (B)(6) 2008, when the output current was noted to be 2.25ma and the off time was 1.1 minutes.